Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported [ER visit/hospitalization] and hyperglycemia. No lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide, model: 18320, 18296-eng-aw rev b 06/18. Blood glucose readings, chapter 4 / page 56: warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment. Living with diabetes, chapter 13 / page 176: hyperglycemia can occur even when a pod is working properly. Never ignore the signs of low blood glucose, no matter how mild. If left untreated, severe hypoglycemia can cause seizures or lead to unconsciousness. If you suspect that your blood glucose level is low, check your blood glucose level to confirm.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 539 mg/dl while wearing the pod between 4 and 24 hours. The patient was taken to the hospital to receive treatment. The mother reported that the patient was given IV (intravenous) fluids with sodium and potassium. The hospital had the patient keep the pod that was changed. The mother said that the patient was at school when the school nurse called her because the patient had high bg values with moderate ketones. The mother told the nurse to give him insulin and to give her a call in about an hour, to see if the bg values come down. The school nurse called the mother and informed her that he was still going up. The mother went to the school and gave her son some insulin and noticed that the pod was leaking. The mother changed the pod out and gave more insulin. The mother took the patient to the doctor to seek treatment. The mother stated, that the patient tested high on ketones, while they waited for the doctor. The patient's mother, called the doctor and the doctor informed the mother, to take him to the ER. The mother took him to the emergency room and her son was admitted overnight. The patient was released the next day, at around 4:00 pm. The hospital had the patient keep the pod that was changed out, but the mother does not have the pod anymore. The pod was worn between 4 and 24 hours on the leg. No further details were given.